Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821203 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available.

Manufacturer narrative:
The balloon of the 5f mynxgrip vascular closure device (vcd) was pulled-out. There was no reported patient injury. Multiple attempts were made to obtain more information without success. A non-sterile mynxgrip vascular closure device (vcd) 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant was exposed outside the shuttle cartridge. It is unknown if the sealant location/orientation was due to user manipulation. It should be noted that the mynx device is packaged with a sheath that sits above the sealant assuring the sealant does not migrate from its manufactured position. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1821203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, the cause of the reported event may have been attributed to too much tension applied to the catheter during the procedure. According to the instructions for use, which is not intended as a mitigation, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds¿. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) was pulled-out. There was no reported patient injury.